Event description:
We were tasked to audit these results and determine if the result reported could have had an adverse impact to patient care/outcome or decision making. We came up with a spreadsheet that collated all patients during this timeframe that had vanco testing done on the 400. We sought assistance from pharmacy to audit patient records and determine if such reported results may have adversely impacted decision making and/or patient outcome contingent on the fact we now know the results reported from the 400 were running at a 20% higher value than the 6000 (primary). After reviewing 20% (n=8) of the samples ran only on the i400 analyzer, 2/8 ( 25% ) of the patient cases reviewed may have warranted a change in vancomycin management. Manufacturer response for chemistry analyzer, roche (per site reporter): we need to send them copies of our investigation. Not yet sent.